Event description:
In preparation for the procedure, the physician selected a cook 6 shooter saeed multi-band ligator. While loading the ligator device onto the endoscope, the blue hook separated from the loading catheter. The blue hook on the other end of the loading catheter was used to finished the loading process. The procedure was completed successfully. This occurred during the loading process; the detached blue hook was not located inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. One blue hook has separated from one end of the loading catheter. The blue hook was returned attached to the trigger cord directly beside the knot. The outer diameter of the blue hook was measured and found to be with specification. The inner diameter of the loading catheter was verified to be within specification. No kinks or bends were noted in the loading catheter. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the return product. A review of the device history record and samples test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. We confirmed the blue hook the separated was located directly beside the knot in the trigger cord upon receipt for evaluation. This suggests the user may have placed the blue hook of the loading catheter directly beside the knot of the trigger cord. This is against the instructions for use and could have contributed to this observation. However, it is possible that the blue hook was placed in the correct position (2 cm from the trigger cord knot) by the user but then moved toward the knot when it was advanced through the accessory channel of the endoscope or when it reached the ligator handle. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.